Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had been implanted at the heart left bundle. Bipolar and unipolar pacing thresholds were reported high and noise was also observed. As there were concerns on oversensing, the device mas programmed for no sensing on any chamber. The lead was surgically abandoned and a new right ventricular (rv) lead was implanted. During the changeout procedure, pacing inhibition of more than 4 seconds was observed. The patient is pacing dependent. No additional adverse patient effects were reported.